Manufacturer narrative:
Concomitant product: 419478 lead; 694958 lead, implanted: (B)(6) 2007.

Event description:
It was reported that there was a high threshold measurement on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were additional high atrial thresholds observed, and the ra lead was removed and replaced. No patient complications have been reported as a result of this event.